Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the infusion set did not stick. Therefore, on (B)(6) 2021, as the patient was sick, had blood glucose level of 510 mg/experienced diabetic ketoacidosis, so the patient was admitted to the hospital. Moreover, while the patient was in the hospital, the infusion set stayed on for less than one day because the tape did not stick, and it fell out of the site. The patient stayed for five days in the hospital. Currently, the patient's blood glucose level was 50 mg/dl. No further information available.

Event description:
On 31-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, it was reported that the infusion set did not stick. Therefore, on (B)(6) 2021, as the patient was sick, had blood glucose level of 510 mg/experienced diabetic ketoacidosis, so the patient was admitted to the hospital. Moreover, while the patient was in the hospital, the infusion set stayed on for less than one day because the tape did not stick, and it fell out of the site. The patient stayed for five days in the hospital. Currently, the patient's blood glucose level was 50 mg/dl. No further information available.